Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported that a laser vision correction patient presented with striae in the left eye (os) at 5 day post op exam. The flap was lifted and stretched to resolve the striae reported. Post op visual acuity sans correction (vasc) as of (B)(6) 2015: 20/15 right eye (od), 20/30 os.